Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number q0902, expiry date 02/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Could not walk [abasia]. Swelling in the right and left knee [joint swelling]. Fluid in the right knee [joint effusion]. Case description: spontaneous report received on (B)(6)2009 from a female patient of unknown age, (B)(6). The patient had a history of osteoarthritis and previous sets of synvisc injections, the last of which was given about two years ago. The patient received synvisc injections in both knees on (B)(6) 2009. The reported synvisc lot number was q0902. The patient experienced swelling and fluid in the right knee following the first injection and she could not walk. The physician tapped the knee and removed more than 60cc of fluid. The fluid was cultured and it was negative. The patient received a second injection of synvisc in the left knee on (B)(6) 2009. The patient experienced swelling in the left knee following the second injection and could not walk. The physician tried to tap the knee but could not remove any fluid. The patient received a cortisone injection in both knees and the swelling resolved. Additional information was received on (B)(6) 2009 in the form of a qa investigation summary. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.